Manufacturer narrative:
Continuation of medical devices: 5076 lead implanted (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) lead exhibited high and rising thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead also exhibited high impedance and an impedance spike. The patient is a participant in the product surveillance registry clinical study.